Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer inadvertently skipped the installation step of the cartridge change and proceeded to the fill cartridge step without installing a new cartridge. The customer blood glucose level was impacted 260 mg/dl. The customer indicated would continue to use the pump for therapy. The customer was able to return to the change cartridge and install a cartridge successfully.